Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to discomform from the lead tie downs. The patient is doing well and has no further complaints following the revision surgery.